Event description:
Concomitant device:unknown torque device (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown locking/set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the surgeon was going to revise a previous construct where he used the expedium verse. One rod of this two rod construct had migrated superiorly. Upon exposure it was determined that all of the verse set screws were not tight, not just the side where the rod had migrated, but all the unitized set screws on both rods. Titanium 5.5 rods were used in the original surgery and all unitized set screws were tightened using the dss supplied torque limiting driver. The procedure and patient outcome are unknown. This report is for one (1) unknown locking/set screw. This is report 4 of 4 for (B)(4).